Event description:
The pt was implanted with implantable ventricular assist devices (ivad). The surgeon reported that approximately two and a half months post pump exchange of the ivad supporting the left ventricle (reference medwatch report # 2916596-2009-00143), the pt was in the ICU on biventricular support and still experiencing sepsis and support was withdrawn as the pt had developed multi system organ failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.